Event description:
It was reported that during a sigma procedure, one day after the procedure, the anastomosis became incomplete. A reoperation was required. Blue test during surgery was o.k. There is no further info available. Another device was used to complete the case.

Manufacturer narrative:
Date sent: 08/06/2008. Information anticipated, but unavailable at this time.